Event description:
It was reported that while using the bd vacutainer® sst¿ that the lid was loose on 200 tubes. There was no patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for stopper creepout with the incident lot was not observed. Additionally, 29 retained samples were subjected to functional tests, with none of the samples showing defects in the stopper function. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.